Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high when performing a control solution test. The medical surveillance specialist spoke with the pt on (B)(6) 2009 and obtained the following info. On an unspecified date/time, the pt reported obtaining a control solution result of "141 mg/dl" with the subject meter. The control solution range for the subject strips in use is "97-130 mg/dl". The pt denied taking any action regarding her diabetes management as a result of the control solution test falling outside of the range. In addition, the pt denied developing symptoms or receiving medical treatment as a result of the alleged issue. At the time of troubleshooting , the cca walked the pt through a control solution test; however, the reading also fell outside of the range. There is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical treatment as a result of the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.